Event description:
It was reported the pt has experienced pain at her ipg site since it was implanted. The pt reported the ipg site is painful when she bends over and very tender. The pt was advised to consult with her physician about the issue. The next course of action has not been determined.

Manufacturer narrative:
This ipg serial number was included in field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.